Event description:
It was reported that the patient had gotten an infection 6-8 months ago. The ipg battery was explanted but the leads stayed in. A revision was done to add a lead and upgrade the ipg. No symptoms were reported. Reference MFR. Report #2182207200901985.